Event description:
It was reported that there was a set screw issue in port a. The device was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported set screw anomaly was confirmed in the lab. As received, th atip and lvring set screws were stripped. Silicone septum material was found inside the hex cavities, preventing full insertion of the torque driver into the hex cavity.